Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for long charge time was observed. An in clinic manual capacitor maintenance yielded a normal charge time. A shortened follow-up schedule is planned and the patient will be followed remotely.